Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported their left side ins was removed due to infection in (B)(6) 2016. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.